Event description:
It was reported that the insulin pump alarmed no delivery and had showed signs of physical damage. The blood glucose reading was 162 mg/dl. The customer stated that issues regarding no delivery alarms began a few weeks prior. She reported that the alarm was resolved by an infusion set change, declining return of supplies for analysis. She noted that she had difficulty reading the screen, either due to scratches on the screen or due to her eyesight; she was unsure. She reported that the scratches on the screen were a result of wear and tear. She advised that she felt comfortable using the device, declining an offer to replace the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.